Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained oversensing was observed on the lead. Oversensing could not be reproduced with isometrics or deep breathing. The patient is dependent. Physician elected to explant the lead. Patient experienced no adverse consequences from the procedure.